Event description:
It was reported that approximately ten minutes an arthroscopy procedure (B)(6), the metal plate located at the distal end of the ambient super multivac 50 ifs arthrowand broke off and fell into the surgical site. The fragment was removed, however, the incident created a five minute surgical delay. The procedure was completed using a different arthrowand. No patient complications were reported as a result of this event.

Manufacturer narrative:
An invalid lot number for the above-referenced device was provided, therefore, no manufacturing or expiration date can be provided.